Event description:
It was reported that the ventilator alarmed for high pressure and expiratory minute volume low. There was no patient harm. Manufacturer's ref.#: (B)(4). Biomed reached out to share that a servo I ventilator was in the shop for reported tidal volume discrepancies. While on a patient the exhaled volumes were reading at about half of the set value. The set tidal volume was not available for reporting. The unit was pulled and sent to biomed for review. Unfortunately, the circuit was not left on the unit for review and little information outside of the tidal volume was relayed. Biomed has run the device through a couple of pre-use checks and has been running the vent on a test lung and has not been able to recreate the problem. The event appears to have occurred some time last week but an official date is not available. No patient harm to report. Logs will be obtained tomorrow.

Manufacturer narrative:
It was reported that the ventilator alarmed for high pressure and expiratory minute volume low. The ventilator was investigated by our field service engineer on-site and the unit passed several pre-use checks and the issue was not reproduced. The set tidal volume was not available for reporting. No parts has been replaced or was returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).